Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the communicator home monitor for this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed 3 yellow collecting waves. Technical services (ts) provided troubleshooting steps such as verifying settings in the subcutaneous implantable cardioverter defibrillator (s-ICD) yet, connection was not confirmed. Disk analysis was performed which confirmed low radiofrequency (rf) interference. It was recommended to try adjusting the placement of the communicator and if the issue persists, then home environment seems unlikely cause. This patient should work with the clinic to verify the rf settings of this s-ICD. This s-ICD remains in service and the communicator is being replaced. No adverse patient effects reported. Additional information was received that this s-ICD was unable to be interrogated. A magnet reset was performed along with changing programmers, which did not resolve. The reset beep was hear however the telemetry condition did not improve. Ultimately, this s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the communicator home monitor for this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed 3 yellow collecting waves. Technical services (ts) provided troubleshooting steps such as verifying settings in the subcutaneous implantable cardioverter defibrillator (s-ICD) yet, connection was not confirmed. Disk analysis was performed which confirmed low radiofrequency (rf) interference. It was recommended to try adjusting the placement of the communicator and if the issue persists, then home environment seems unlikely cause. This patient should work with the clinic to verify the rf settings of this s-ICD. This s-ICD remains in service and the communicator is being replaced. No adverse patient effects reported. Additional information was received that this s-ICD was unable to be interrogated. A magnet reset was performed along with changing programmers, which did not resolve. The reset beep was hear however the telemetry condition did not improve. Ultimately, this s-ICD was explanted. No additional adverse patient effects were reported. Additional information was received that a new device was implanted during this s-ICD explant procedure.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. After chilling the device, rf telemetry was established, suggesting a potential intermittent, temperature-dependent issue within the rf circuitry. Review of the device log files, as well as the programmer log file data from the replacement procedure, revealed multiple interrogation sessions with zero (0) minutes recorded for actual connect time, consistent with the reported clinical observations of difficulty establishing a successful connection with this s-ICD. Additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. Although there were wake-up periods during this testing that were observed to be within the operational threshold (at least 1.8 milliseconds), most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD. Although this behavior resulted in the observed interrogation difficulties, please note that tachycardia therapy remained available to the patient.

Event description:
It was reported that the communicator home monitor for this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed 3 yellow collecting waves. Technical services (ts) provided troubleshooting steps such as verifying settings in the subcutaneous implantable cardioverter defibrillator (s-ICD) yet, connection was not confirmed. Disk analysis was performed which confirmed low radiofrequency (rf) interference. It was recommended to try adjusting the placement of the communicator and if the issue persists, then home environment seems unlikely cause. This patient should work with the clinic to verify the rf settings of this s-ICD. This s-ICD remains in service and the communicator is being replaced. No adverse patient effects reported. Additional information was received that this s-ICD was unable to be interrogated. A magnet reset was performed along with changing programmers, which did not resolve. The reset beep was hear however the telemetry condition did not improve. Ultimately, this s-ICD was explanted. No additional adverse patient effects were reported. Additional information was received that a new device was implanted during this s-ICD explant procedure. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the communicator home monitor for this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed 3 yellow collecting waves. Technical services (ts) provided troubleshooting steps such as verifying settings in the subcutaneous implantable cardioverter defibrillator (s-ICD) yet, connection was not confirmed. Disk analysis was performed which confirmed low radiofrequency (rf) interference. It was recommended to try adjusting the placement of the communicator and if the issue persists, then home environment seems unlikely cause. This patient should work with the clinic to verify the rf settings of this s-ICD. This s-ICD remains in service and the communicator is being replaced. No adverse patient effects reported. Additional information was received that this s-ICD was unable to be interrogated. A magnet reset was performed along with changing programmers, which did not resolve. The reset beep was hear however the telemetry condition did not improve. Ultimately, this s-ICD was explanted. No additional adverse patient effects were reported. Additional information was received that a new device was implanted during this s-ICD explant procedure.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.